Event description:
The customer reported that the epiq ultrasound system control panel was swiveling and not locking. It is unknown if the issue was discovered during transport. There was no injury or clinical use associated with this event. The field service engineer cleaned the solenoid to resolve the issue.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.